Event description:
It was reported that the customer experienced low blood glucose levels, requiring treatment with glucose tablets and juice. The blood glucose reading was 45 mg/dl. The customer requested assistance with programming basal rate adjustments and was able to do so successfully. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.